Event description:
An initial spontaneous report from the united states was received via non-med originating from a consumer on 22-jun-2022 who was a patient of unknown age and gender who experienced product contamination following the administration of refresh contacts (carmellose sodium) for "unknown indication". Allergan received the report on 12-jul-2022. Medical history was not reported. Concomitant medications were not reported. No dosage information was reported for refresh contacts (carmellose sodium) (eye drops, solution). The lot number was reported as: unknown. On an unknown date, the patient experienced "squeezing some refresh onto aq tip and black stuff came out" (product contamination). This case was considered non-serious. Laboratory tests were not reported.

Manufacturer narrative:
This is the 18th complaint received for this nature against this formulation in the past 12 months. Based on the assigned complaint code, the investigation plan should include the following testing: batch review and micro testing of the retain unit. The available information for this complaint case has been reviewed at the site of manufacture. Consumer reported by email that when squeezing some refresh contact onto a q-tip, black stuff came out. Consumer reported that she can be contacted by intake representative to share a picture of the complaint sample. No lot number was reported by the consumer. No additional actons will be completed at this stage until further information is available. The site of manufacture will continue to investigate this case. On 23jun2022 - complaint is not an adverse event and the product does not have a us nda. Based upon complaint description and available information from complaint record and information from the manufacturing site, this individual event does not meet field alert report (far) criteria.

Manufacturer narrative:
Complaint was received on 22 jun 2022 and record #489031 was opened on 23 jun 2022. Record was submitted to waco site for investigation on 18 jul 2022. Complaint investigation #495440 was initiated for investigation on 18 jul 2022. This record was initiated to investigate a foreign substance - product against refresh tears (9329x), unknown lot number. Complainant stated that was squeezing some refresh onto aq tip and black stuff came out. A companion case was initiated by pharmacovigilance, argus ID (B)(6). On 23 jun 2022 a management assessment was completed. Per sop wqa-217 "procedure for handling product complaints - waco facility', the investigation plan should include the following: batch review and bioburden test of a retain sample. However, abbvie is unable to perform a lot investigation for the received complaint since the lot information was not provided. For release purposes, all abbvie lots are analyzed to assure that the product get to the consumer with the quality specified in the quality standard of the product. If the product does not comply with the quality standard specifications, an investigation is initiated, and product is not released until it is determined that the material has no quality impact. Complainant indicated that complaint unit was discarded. However, pictures were provided, and they consisted of an opened bottle of refresh contacts 12ml. Bottle label was peeling. Lot information/exp. Date are not visible on the pictures provided. Cap was positioned onto bottle tip but look like it was not completed screwed. Presence of foreign matter (black in color) was noticed on bottle neck and cap threads. Also, the pictures show a white napkin and aq tip with black foreign matter. Refer to pictures attached on complaint record #489031. Since no lot information was provided, no specific lot investigation can be performed. If additional information becomes available, the complaint will be updated accordingly. Per pmq-08-05-sop-002 the final risk of this record falls within the low category. There have been received 16 foreign substance-product complaints against this formulation in the last 12 months. Will continue monitoring this defect code.

Event description:
A follow-up spontaneous report (regulatory no: 000000-2022-00002) from the united states was received via non-med originating from a consumer on 23-aug-2022 who was a patient of unknown age and gender who experienced product contamination following the administration of refresh contacts (carmellose sodium) for "unknown indication". Allergan received the report on 23-aug-2022. Medical history was not reported. Concomitant medications were not reported. No dosage information was reported for refresh contacts (carmellose sodium) (eye drops, solution). The lot number was reported as: unknown. On an unknown date, the patient experienced "squeezing some refresh onto aq tip and black stuff came out" (product contamination). This case was considered non-serious. On 24-aug-2022: since no lot information was provided, no specific lot investigation can be performed. If additional information becomes available, the complaint will be updated accordingly. Laboratory tests were not reported. Tracking of changes: on 22-jun-2022: initial source documents received. On 23-aug-2022: additional information received: evaluation method, result and conclusion codes added; som investigation processed; the narrative was updated accordingly.